Manufacturer narrative:
Please note this date is an estimate based off a reported event date of (B)(6) 2012, as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. (B)(4).

Event description:
Horiuchi, k., nakata, s., komoda, s., yuasa, t. [Cardiac surgery in two patients with parkinson's disease who were using deep brain stimulation devices]. Kyobu geka. The japanese journal of thoracic surgery. 2015.68:10(841-844). Summary: herein, we report our experiences of open-heart surgery in 2 parkinson's patients with implanted deep brain simulation (dbs) devices. Reported event: it was reported the (B)(6) year old female parkinson's disease patient's implantable neurostimulator interfered with an electrocardiogram (ECG) test in (B)(6) 2012 it was noted that there was noise on an admission ECG examination and the deep brain stimulator (dbs) device was switched off as a result. It was recommended that examination continue with the dbs in the off setting. The ins was later switched on to evaluate consciousness but as there was noise on the ECG monitor and intra-aortic balloon pumping (iabp) motion was poor, the device was switched off and an intravenous injection of 25 mg levodopa was administered twice a day. It was stated the noise interference was from dbs operation and that considerable noise was generated even when a filter was applied to the ECG monitor and iabp operation was affected. It was noted the dbs device was switched off and drug management was the main focus at that time. The patient's device was switched back on after 37 days. 135 days after the initial event the patient was evaluated by a neurological specialist and it was determined there was no deterioration in parkinson's symptoms and she was evaluated with post-operative disuse syndrome. It was stated that no device failure or aggravation of parkinson's symptoms were observed with the patient. Further information has been requested; a supplemental report will be filed if additional information is received.